Event description:
A peritoneal dialysis patient reported that during drain 0, he was draining really slowly. Patient stated that last night, he was unable to complete treatment due to having diarrhea and had to get off the cycler. Patient stated he is getting over peritoneal infection not caused by cycler, but by being constipated. Patient's doctor advised him to use cycler. Upon follow up, pdrn stated that the patient was no longer their patient as he had moved to a (B)(6) clinic. The nurse stated that she had no access to the med records. Med records were requested from the med records dept and have not been received by the MFR.

Manufacturer narrative:
Med records have been requested and have not been received by the MFR to date. Upon receipt of the med records, a clinical investigation will be performed and at the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.